Event description:
The customer reported that on (B)(6) 2026, a CT lucia 621p was implanted. After being implanted, the circulating nurse noticed the implanted lens had expired. The surgeon then proceeded to successfully explant the CT lucia 621p and chose a different lens to implant to complete the procedure.

Manufacturer narrative:
It is the surgeon's responsibility to check the label on the lens box to ensure that they have the correct lens model and dioptric power and that the product is not past its expiration date. Furthermore, it is written in part 7 of the IFU: " precautions for use and storage: do not use the product beyond the expiration date."